Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that she had a broken and bleeding rash on her back under the therapy electrodes. There is no indication that the patient received medical intervention. The patient applied a cream to the rash. Follow-up attempts were unsuccessful. The medical outcome of the rash is unknown.